Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The 90% stenosed, 18-22mm in length, 2.5-2.75mm vessel diameter, target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 2.50 x 20mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. After withdrawal, the stent struts were found lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.